Event description:
The lay user / patient contacted animas alleging that the pump is self-suspending without any user interaction. The patient obtained high readings; however, denied any symptoms except for having a cold. Patient claims that the keypad is intact and has no issues with pressing the buttons. The patient did not seek any medical attention or contact their physician due to the alleged issue. The product was replaced. The complaint is being reported since the patient alleged that the pump is self-suspending without user interaction.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, evaluation is not complete. Once evaluation is complete a supplemental report will be sent out to the FDA. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that the keypad buttons have normal spring back and normal functionality. There was no hypersensitivity or sticking of the buttons noted during testing. The pump was exercised for 24 hours with no self-suspending occurring. There were no defects found on investigation; the complaint could not be confirmed or duplicated.